Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was observed that water had infiltrated the device and caused corrosion to the charge-pak assembly and the on/off switch.  Corrosion to the charge-pak assembly caused a short which led to the depletion of the internal hlc battery, designator bt1.  As a result of the corrosion to the on/off switch, the button itself no longer was able to make contact to power the device on or off.